Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the frozen and distorted images were resolved with a reboot of the surgical displays (B)(4). The technician tested the function and operation of the vividimage 4k surgical displays, confirmed them to be operating to specifications and returned them to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the image on one of their vividimage 4k surgical display was frozen and another vividimage 4k surgical display image was distorted. The event did not occur during a patient procedure. No report of injury.